Event description:
New information received indicates that programming changes were made, and the pulse generator was restored successfully. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator had entered backup-vvi mode. The patient had no adverse consequences.